Event description:
Revision of mitch modular accolade to a trident hemispherical ceramic on ceramic bearing.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade stem. The other device listed in this report was a std mitch trh cp sz 50/56, cat # mac-9988-5056, lot # unknown, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Revision of mitch modular accolade to a trident hemispherical ceramic on ceramic bearing.